Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior spinal fixation at l1/5 levels to treat l3 burst fracture on an unspecified date. It was confirmed post-op that rods on both cranial sides at l5 was broken. The surgeon decided to remove the broken rods because of bone union achieved at l3 at which burst fracture occurred, not because of the breakages. The product was used in a patient. No patient complications were reported.surgeon's comment: the event has no problem as bone union was achieved at l3.